Manufacturer narrative:
The info contained herein is being provided to the fds to comply with regulations relating to medical device reporting and is based on info submitted by others that may or may not be factually correct.

Event description:
Same case as: 2184052-2014-00166. It was reported the implant was damaged during surgery. The surgeon had loaded the implant on the inserter and when impacted the implant disengaged from the inserter. The threads of the cage were damaged. The cage was not functional. A different implant and inserter were used to complete the case.